Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a complete loss of intra-abdominal insufflation pressure. It was discovered that the suction irrigator suction button was depressed in the functioning position, causing constant suction, and could not be undone. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that there was no injury to the patient. The issue was resolved by removing the suction irrigator, and the procedure was completed as planned without the need to convert to open surgery. There were no fragments and the procedure continued as intended.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the suction irrigator to perform failure analysis (fa). The fa was able to confirm and reproduce the customer reported complaint. The suction irrigator instrument was found to have a plunger valve suction stuck inside the housing. When pressed the plunger does not retract back as expected. The instrument was compared to a golden instrument and found the end part of the plunger exposed in the end part of its channel. The probable root cause is attributed to a mechanical failure of the suction valve plunger assembly, in which an internal component became dislodged and prevented the plunger from retracting as designed.